Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the handset was lagging at 90%. Agent reviewed and guided the patient through clearing the data. Patient was then able to connect to the pump without any lag. Patient would call back if further assistance was needed. When asked for the event date, patient said that it was probably a year ago. Patient said that the handset would lag at 90% for about a minute. Patient said that about a month ago the handset was lagging for about 2 minutes. Patient said that a week the ago the handset was lagging for about 3 minutes and now it was taking over 10 minutes sometimes.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh9020tdd serial#(B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.